Event description:
It was reported that the patient presented to the clinic for a follow-up on 19 may 2022. Upon interrogation, it was noted that the atrial channel of the implantable cardioverter defibrillator (ICD) was oversensing far r waves during ventricular capture test. This resulted in inappropriate automatic mode switch (ams) episodes. There were no programming changes done. The patient was in stable condition.